Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy had been dilated prior to stent placement. No issue were noted during the stent placement. The patient presented with increased liver function test on an unknown date following the stent placement procedure. Fluoroscopy was performed and the stent was noted to have migrated proximally into the bile duct. A new stent was implanted on (B)(6) 2016. The physician decided to leave the migrated wallflex stent in place due to the patient's age as well as the risk of anesthesia. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.